Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues due to a cuff hole were confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff component was visually tested and revealed scaling on the backing of the component and wear in the kink resistant tubing (krt). The cuff did not pass the leak test and further analysis under the microscope revealed a leak consistent with an inside out fatigued and worn pinhole at a fold. A second tear was found on the band near the buttonhole. The pump was visually and microscopically analyzed, identifying slight scaling on the black krt and wear on both tubes; however, the component passed the leak test and no damage that could affect the functionality was identified. The balloon was visually and microscopically analyzed revealing light wear on the krt; however, the component passed the leak test and no damage that could affect the functionality was identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to the patient using three protections a day. A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. Upon examination of the explanted components, cuff failure was noticed due to a leak on the component. No additional information was reported.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to the patient using three protections a day. A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. Upon examination of the explanted components, cuff failure was noticed due to a leak on the component. No additional information was reported.